Event description:
It was reported, while performing medical procedures, it was necessary to perform defibrillation of a patient, after performing the defibrillation, monitoring of the patient was impossible due to the hemo system suspension. The system required a restart. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address state (B)(6). Reporter phone (B)(6). Reporting institution phone (B)(6). Reporting address postal (B)(6).

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system meets the specification for the performed service and was returned to use. Additional attempts were made to obtain the device operational status and true cause of the device issue with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained.

Event description:
Philips received a complaint on the xper fc2010 rev d exchange device indicating the system after performing defibrillation of a patient the system is not functioning. The device was in use monitoring a patient at the time of the event. There was no actual harm reported.